Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter.

Event description:
Information was received from a healthcare provider regarding a patient receiving intrathecal compounded baclofen 4000mcg/ml at 714mcg/day via an implantable infusion pump. Indications for use were intractable spasticity and cerebral palsy. On (B)(6) 2016 a catheter dye study was attempted for reasons unknown and they were unable to aspirate the catheter. On (B)(6) 2016 the patient was in the emergency room (ER) with increased spasms and legs were shaky. The patient was given oral baclofen. The situation was being addressed by the healthcare provider

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.